Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
It was reported that the patient¿s stimulator had died in (B)(6) 2014. The patient also stated the stimulator and lead had both moved. The stimulator had moved several times, and it was keeping the patient ¿from doing everything.¿ she stated the whole year after implant it settled into a spot and she couldn¿t really feel it. But once it went dead/turned off, the muscles in her back developed around it and got stronger and pushed against it. Her posture changed and her core strength changed. The mobility increased, but the stronger she got the more it would push against the stimulator. The patient stated this would make sense as it was on top of muscle. The patient then stated that starting in b)(6) 2015 she felt the wires tense up in the spine beneath her shoulder blades, and felt like the lead was caught in her spine. It tense and she could literally feel the lead move. The patient¿s previous managing physician did not address the issue and the patient was looking for a new physician. Additional information regarding any interventions and the outcome were requested. If received, a follow up report will be sent.